Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2017 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. On (B)(6) 2021, the patient had a revision of total knee arthroplasty, to address mechanical complication joint prosthesis, mechanical loosening. The indications for surgery included increasing pain and serial imaging with findings consistent with loosening of the tibial baseplate. During the procedure the surgeon observed significant amount of bone loss when removing the cement. The femur and insert were revised as patient was converted to competitor knee. The patella was not revised. Doi: (B)(6) 2017. Dor: (B)(6) 2021; right knee.